Event description:
The user facility reported that 400 minutes after the start of extracorporeal circulation, the pao2 suddenly dropped from 300mmhg to 60mmhg. Red bubbles were found from the gas outlet side. Plasma leakage was suspected, but the procedure was completed without replacing the oxygenator. The procedure outcome was not reported. There was no harm reported.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) number: k130520. Visual inspection of the actual device upon receipt no anomaly such as breakage was found. It was found that the cross section of the fiber on the gas channel side had been turned red. Leak test of the actual device the actual device (after rinsing) was installed into a circuit consisting of tubes, and the colored saline solution was allowed to flow down. No leakage was found. The actual device was disassembled, and visual inspection of the inside of actual device was performed no anomaly was found in the winding condition of the fiber. Electron microscopic inspection of the fiber of actual device was performed the surface and cross section of the fiber were confirmed. No difference was found in the state of the micropores compared to the current product. The manufacturing record and the shipping inspection record of the actual device no anomaly was found. Past complaint file no other similar report of the product with the involved product code/lot# was found. Cause of occurrence/conclusion based on the investigation result, no anomaly that could lead to leakage was found in the actual device, and it was likely that plasma leakage occurred when the actual device was used. As a cause of decrease in pao2, it was inferred that plasma leakage occurred, which hindered contact between blood and oxygen gas, resulting in a decrease in gas exchange performance. As a cause of plasma leakage in the actual device, from our past experience, following factor was inferred. However, it was not possible to clarify the cause of plasma leakage. The blood properties changed due to some factors, a substance having a surface-active action was produced, and the relationship between the surface tension of blood and gas maintained in the micropores of fiber surface was broken. This made the actual device prone to plasma leakage. Relevant IFU reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.